Manufacturer narrative:
(B)(4).when investigation is completed a follow up report will be sent to the FDA.

Event description:
Philips received complaint from a customer that the scanned image was dark. The middle scanning switch was bent.